Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported customer was having trouble how to rewind the insulin pump. Customer's spouse stated customer had take a shower and going to do a set change but does not recall how to do it. Customer's spouse put company representative and hold. Customer's spouse returned and stated she was going to take the customer to hospital. Customer's spouse stated customer's blood glucose was ok, 184 mg/dl, but was taking to the hospital because customer wasn't thinking right. No further information reported.